Event description:
It was reported to philips that the device had a critical error. The symptom was further clarified by a philips fse as a defib test failure.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.